Manufacturer narrative:
H3: product analysis #(B)(4), product: 8657003, lot: em16a012 visual examination revealed that the laser weld connecting the shaft and screwdriver shield is broken. Microscopic examination confirmed that the tip of the driver head was stripped. The damage is consistent with over torque. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the inserter was found to have a stripped tip, was not in proper working condition, and experienced instrument breakage. The issue was identified by surgical technical staff prior to the beginning of the case, and the tip of the inserter could not engage the implant. There was no patient was involved. Additional information received from the manufacturer representative that the tip of the instrument broke.